Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal and middle of the right coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with a different device without any patient complications reported.